Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es results occurred while using the vitros eciq system. An ocd field engineer identified a damaged reagent metering probe and well wash nozzle and took appropriate actions to repair the vitros eciq system. Following these actions, acceptable quality control results were obtained and the customer resumed normal operation for the vitros eciq system. An instrument issue was determined to be the most likely assignable cause.

Event description:
A customer obtained non-reproducible, higher than expected vitros trop I es results from patient samples while using the vitros eciq immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected results were identified and no erroneous results were reported from the laboratory. There was no allegation patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).